Manufacturer narrative:
The device has been requested for evaluation and has not been received. The device history record was reviewed and found that this system met specifications on the date of manufacture. The investigation is underway.

Event description:
A user facility in canada reports that the system spontaneously powered off and rebooted on its own multiple times during the I/a case. It was reported there was no patient impact/injury.